Manufacturer narrative:
An event regarding a revision due to a broken device involving a ti dur reg fluted stem 14x155mm was reported. The event was confirmed. A review of a photograph of the device confirmed the event. No devices were received; however, a report containing photographs and a material analysis report from a third party evaluator were provided for review. This report was reviewed by the material analysis team. Based on the report, the material analysis team was able to confirm that the device fractured in fatigue and there was no evidence of material or manufacturing defects based on the information provided. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, patient medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
After revision surgery on (B)(6) 2012, device broke.

Event description:
After revision surgery on (B)(6) 2012 device broke.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.